Event description:
Healthcare professional reported "bilateral capsular contracture baker grade IV. This record relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: deformation device and wear abrasion observed on the device. Yellow particles observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Continued: h6- f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV. Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device.

Event description:
Healthcare professional reported "bilateral capsular contracture baker grade IV. This record relates to the right side. Device has been explanted and replaced.